Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd autoshield¿ duo pen needle did not click when depressing and a pool of insulin was left on the patients skin. There was no report of exposure to the mucous membrane, serious injury, or medical intervention.

Manufacturer narrative:
Additional information: called (B)(6) who is listed as the "bd contact information" on the complaint form; a person named (B)(6) answered but she was able to confirm that a (B)(6) work for the hospital, not for bd. Therefore, the reported bd awareness date from the form will not be used as the aware date. Updating aware date to 29-aug-2018 which is the date the initial notification email was sent to bd product complaints. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity: s_1__; occurrence: a complaint history check was performed and this is the 9th related complaint for difficult/unable to operate & the 11th related complaint for leakage on lot # 7138641. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that a bd autoshield¿ duo pen needle did not click when depressing and a pool of insulin was left on the patients skin. There was no report of exposure to the mucous membrane, serious injury, or medical intervention.